Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The valve will not be returned to edwards as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate, per report the cause for the annular rupture was patient factors (severely calcified annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during implant of a 26 mm sapien 3 valve by subclavian approach in the aortic position, an annular rupture occurred with communication of the aorta-right atrium. A decision was made to implant a second 26 mm sapien 3 valve more aortic to ¿cover¿ the injury. The result was good with a reduction of ¿leak¿. The patient was transferred for post management care. Per report, the patient¿s annulus was severely calcified and this was the cause of the rupture.

Manufacturer narrative:
Through follow up, the aortic "injury"/ leak was completely resolved and the patient is doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).